Manufacturer narrative:
Additional information: h4, f10/h6: medical device problem codes, h6, h11. H11: the actual devices were not available; however, forty-two (42) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing along with priming were performed with no issues or defects noted. Functional flow testing was performed and the sets worked according to specifications. The reported condition was not verified on the companion samples. There is no potential for harm to a patient as this event would be observed before attaching the sets to a patient. The clinician can choose to replace the device or connect a syringe/administration set directly to the catheter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of clearlink system vented continu-flo solution sets had air in the "prime chamber". This occurred while priming the set, prior to patient use. There was no patient involvement. No additional information is available.